Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating that two weeks later the patient underwent an additional surgical procedure to replace the implantable defibrillation. At this time, this previously abandoned lv was fully explanted. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements in lv ring to tip pacing configuration. The pacing configuration was reprogrammed to lv ring to rv with acceptable measurements observed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range measurements continued to be observed. High pacing thresholds with loss of capture was also noted. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.